Event description:
Customer is missing the top half of the display. Upon review of the system, it was determined that the customer was missing segments in the display. The customer was asked to return the meter for further eval and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.